Event description:
It was reported the subject device showed that the image in the screen became blurred and distorted. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: problem with an insertion part with r-unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to a problem with the optical component, which was an insertion part with r-unit caused blurred and distorted image. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.